Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had a loss of therapy two or three days ago and would like instructions on how to make an adjustment. During the call, the patient placed their patient programmer (pp) over their ins and was able to sync. Based on icon descriptions, it was determined that therapy was off. How to turn therapy on was reviewed with the patient and they were able to turn stimulation back on. The patient will monitor their symptoms now that stimulation is back on and they will consider increasing the settings a little if they don't see any improvement after a day. They also said they have to wear adult diapers. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.